Event description:
It was reported that during implant attempt, one left ventricular (lv) lead became dislodged. One lv lead was damaged during slitting process. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed. (B)(4) no anomalies found. Full lead was returned and analyzed.